Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparin 56 units, foreign matter was found in 4 tubes and gel air bubbles were seen in 21 tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation, which show a tube with a large air bubble in the gel barrier and foreign material inside the tube for catalog 367960, lot number 4318902. Additionally, 100 retains were visually inspected with no issues being identified. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 4318902, for the indicated failure modes: foreign matter - other and gel air bubbles. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units, foreign matter was found in 4 tubes and gel air bubbles were seen in 21 tubes. No adverse impact was reported regarding the patient or user.